Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software intermittently did not adjust insulin delivery as intended. Reportedly, insulin was being delivered based off the pump personal profile settings instead of control iq settings despite control iq being turned on. The customer experienced a low blood glucose level. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Reportedly, the customer consumed carbohydrates to address low bg. During troubleshooting with tandem technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.